Event description:
It was reported by dealer that the gvtrsx58 wheel chair was pulled from the shelf to deliver to patient and was noted to have defective casters. The chair had not been delivered to the patient so no injury or property damage to report. The protocol questions do not apply as no patient involved.